Manufacturer narrative:
Further product information regarding the patient's scs ipg is currently not known to the manufacturer.

Event description:
It was reported that the patient was experiencing the ipg migrating within the ipg pocket site. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced, resolving the issue.